Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-58 implantable pacing lead, implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient fell and the atrial lead had dislodged and showed no capture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.